Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient was readmitted on (B)(6) 2025. Their central venous pressure (cvp) was greater than 18mmhg with ascites and peripheral edema. The patient also presented with signs of liver dysfunction. Medication was adjusted as treatment. Total bilirubin was 6.1 mg/dl. Glutamic oxaloacetic transaminase/aspartate aminotransferase. (Got/ast) was 36 u/l and glutamic oxaloacetic transaminase/alanine aminotransferase (got/alt) was 19 u/l. The patient remained admitted for right heart failure and liver dysfunction until (B)(6) 2025 when they passed away. The cause of death was considered to be deterioration of general condition due to right heart failure and liver failure after right ventricular assist device rvad withdrawal. Other causes included ventricular tachycardia or ventricular fibrillation.

Manufacturer narrative:
Section d4: model and catalog numbers corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025, the patient experienced right heart failure, with peripheral edema. This event was not device related. Cardiac catheterization was performed. Their central venous pressure (cvp) was mmhg. Pulmonary artery (pa) systolic pressure was11 mmhg. Pulmonary capillary wedge pressure (pcw) was 12 mmhg. They were admitted from on (B)(6) 2025.

Manufacturer narrative:
Section a: date of birth corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, hepatic dysfunction, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.